Event description:
According to the available information, patient underwent penile prosthesis explantation during a revision procedure. There is no documented information regarding the reason for the revision, nor any record of the explanted device data. The prosthesis was replaced with a device from another manufacturer.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.